Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections, h4, h6 and h10 . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the image delay is due to improper connect of the scope or failure of the scope to function. When the scope is incorrectly connected, the device retreat to a half-inserted position. Furthermore, an external force applied to the scope locking mechanism contributed to the malfunction. The instructions for use (IFU) states: do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support engineer spoke with the customer. The customer explained that the image appears instantly when a scope is plugged in prior to turning on the cv-190. The device has not been received to date.

Event description:
It was reported that a cv-190 video processor image delay to display when the device is powered on prior to connecting the scope. There was no patient involvement, no harm or user injury reported due to the event.